Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to pain and anxiety. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient reported left side "pain," "anguish. Associate with a possible cancer development" and "fibrotic capsule of a breast prosthesis exhibiting a chronic inflammatory process with a foreign body-like gigantocytic reaction." The device has been explanted. Treating physician reported "psychic symptoms.¿